Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort at the implantable pulse generator (ipg) site during sitting and sexual activity. The ipg pocket site was located in the buttock area. Therefore, the patient underwent a revision procedure during which the ipg was repositioned to a superior and more medial pocket site. The patient was stable postoperatively and there were no reported patient complications.